Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error alarm. The customer's blood glucose value was unknown. Customer reported pump may have been stored without a battery, or had a depleted internal battery, for an extended period of time also stated that they were unable to clear alarm. The device will not be returned for analysis.